Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was removed from service in association with the competitor lead issue that led to 30 inappropriate shocks. The probable exhaustion of therapy as a result of the multiple inappropriate shocks occurred overseas. There were no reported adverse patient effects. The device was changed out immediately as a result.

Manufacturer narrative:
To date, information suggests that this medical device was removed from service, but has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis. As new information would become available, this report will be further evaluated and updated.